Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the pump had intermittent power. The patient replaced the battery to no avail. The patient did not have a new battery cap available to replace. There was no damage, corrosion or moisture seen on the pump and the battery cap was secure and tight. There was no patient injury associated with this issue.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted 01/18/2013: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: the power complaint was verified in the black box but could not be duplicated during the investigation process. Evidence of power on resets was observed in the black box. No damage found to the battery compartment. The battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump until resistance was met. The test cap was used to exercise the pump for 24 hours on a 1 unit per hour basal rate; no power interruptions occurred during this time. Removed the pump cover and no evidence of moisture or damage to the power circuit was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.